Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown baclofen. It was reported that the patient was admitted to the hospital with pneumonia and they just found out from the family that the patient's pump was empty. The reporter had no further history than this. The reporter was unaware of the intrathecal baclofen therapy and was not sure if the rest of the staff was either. The reporter was wanting someone from the manufacturer to refill the pump. Technical services discussed with the reporter that manufacturer representatives (rep) do not fill pumps and this was something that was done by a licensed hcp. Technical services discussed with the reporter to contact the managing pump physician. Intrathecal baclofen withdrawal and overdose emergency procedure information was sent to the reporter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.